Event description:
The consumer used the tubing for her CPAP machine. After breathing through the new tubing all night, she awoke unable to breathe with a sore throat, closed up throat, sinus distress and a heavy chest. She changed back to her original tubing and had no trouble. She started to improve. She said that it was new in the package and that there was powder in the tubing. She states that she purchased the tubing in 2018. She said that she took the tubing to her doctor and her doctor said that it was the cause of her problem.